Manufacturer narrative:
Concomitant medical products: 693558 lead, implanted: (B)(6) 2012; dtmb1q1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the replacement procedure, the patient experienced a pericardial effusion and a perforation of the coronary sinus caused by the left ventricular (lv) lead. Surgical intervention was done, which resolved the issue and the lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.